Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell down stairs and was feeling pain at implantable neurostimulator site and lower sacrum. The patient lost stimulation and there was a return of symptoms. The settings were reprogrammed the patient felt stimulation. The impedances were within range.